Manufacturer narrative:
Event still under investigation at this time.

Event description:
During a fistula declot, the marker band on the infusion came off the catheter (there was a wire thru the catheter and it sat around that). They had to snare the wire and pull the band out. No harm to the patient and the patient did not complain. Although additional information was requested, none was provided and is not available.